Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. He transmitter ultimately regained connection with the pump. The customer reported a blood glucose level (bg) of 39 mg/dl. Customer addressed bg by consuming carbohydrates. No additional patient or event information was available.